Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to display anomaly.

Event description:
The customer reported via phone call that the insulin pump was damaged on the screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was hit by car door. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.